Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery, followed by a motor error alarm. The customer did not know the blood glucose reading. The customer stated that the no delivery alarm had not been resolved. She declined to return the infusion set and reservoir for analysis. She stated that the motor error alarm had alarmed during the priming process. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.